Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that device detachment occurred. The 75% stenosed, 28 x 2.50mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Opticross imaging catheter was selected for ultrasound examination of the target lesion. Upon withdrawal of the catheter, the physician noticed that the tip of the catheter was completely detached from the connecting rod. A balloon anchoring technique was used to capture and removed the device from the patient`s body. The procedure was completed with another of same device. There were no patient complications, and the patient was stable after the procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR: the opticross imaging catheters was returned for analysis. During visual inspection revealed the sheath assembly was kinked. Microscopic inspection revealed the guidewire exit port was damaged, but the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter.

Event description:
It was reported that device detachment occurred. The 75% stenosed, 28 x 2.50mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Opticross imaging catheter was selected for ultrasound examination of the target lesion. Upon withdrawal of the catheter, the physician noticed that the tip of the catheter was completely detached from the connecting rod. A balloon anchoring technique was used to capture and removed the device from the patient`s body. The procedure was completed with another of same device. There were no patient complications, and the patient was stable after the procedure.